Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when the patient presented in clinic for normal follow up, far r-wave oversensing was observed on the ventricular channel. Programming changes were made. The patient will continue to be monitored. No adverse consequences were reported.